Manufacturer narrative:
H.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, no complaint against the right side device. Healthcare professional later reported, "suspected rupture". This is for the right side device. The device has been explanted.

Event description:
Patient reported no complaint against the right side device. Healthcare professional later reported "suspected rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported, no complaint against the right side device. Healthcare professional, later reported, "suspected rupture". This is for the right side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.